Event description:
The user received erratic results on pt plasma samples. Of the data provided, two results from one pt were discrepant. The initial ast result was 0 u/l, repeat result on the integra 800 was 10 u/l. The initial lipase result was 0 u/l, repeat result on the integra 800 was 26 u/l. The erroneous results were not reported. The field service rep discovered the syringes were dirty and noticed air bubbles in the syringes. He removed all the syringes and cleaned and reinstalled them. He also found the degasser pump to be non-functional and excessive water in the degasser. He replaced the degasser pump, cleared the lines of excessive water and replaced st1 and st2 probes. To verify the analyzer operation, he ran calibration, controls and precision testing with results within specs.